Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimate. UDI#: in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The investigation determined that the reported difficulties appear to be related to case circumstances. It is likely that during use, the clearance between the guide wire and guide wire lumen of the otw mini trek became reduced causing the reported resistance. Additional movement of the catheter against resistance likely resulted in the devices becoming frozen together. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that an unknown mini trek otw balloon dilatation catheter (bdc) was advanced; however, failed to cross the lesion as it met resistance with an unspecified guide wire. The bdc was unable to be removed independently and therefore the bdc and guide wire were removed together as a single unit. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.